Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported during procedure, the support catheter was allegedly broke. There was no reported patient injury.

Event description:
It was reported during procedure, the support catheter was allegedly broke. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one seeker catheter was returned for evaluation. The device was returned in two segments with the distal segment measuring 10.0cm in length from distal tip to break. Stretching was noted on both segments at the break. Therefore, the investigation is confirmed for break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.